Event description:
It was reported that a gradual decrease was noticed over a year in this right ventricular (rv) lead pacing impedance measurement, from 490 at implant to 200 ohms. This 200 ohms impedance triggered a lead safety switch, a lead feature that changes bipolar to unipolar mode, due to impedance issues. The patient is not pacing dependent. Technical services (ts) reviewed the case and recommended running all tests in unipolar and bipolar configurations and reprogram the device to unipolar pace/bipolar sense. Ts stated that the decrease in impedance is concerning and may need to consider replace this rv lead if necessary. This information was discussed with the patient's physician. Reportedly, the patient came into clinic and the rv lead was reprogrammed to unipolar pace/bipolar sense. Ts discussed some sensitivity adjustments and finally commented that with a low rv pacing impedance, the patient will possibly get another alert in the future. The patient should continue to be monitored and it was stated once again that will likely need a new rv lead in the future. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).